Event description:
During the device evaluation, it was observed that the gastrointestinal videoscope had white foreign material in the air/ water tube, white foreign material in the jet tube and foreign objects in the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found white foreign material in the air/ water tube, white foreign material in the jet tube and foreign objects in the air/water cylinder. The reported fault was likely a result of insufficient reprocessing. In addition, the evaluation also found the grip had a crack, due to wear of angle wire, bending angle in up direction does not meet the standard value, the objective lens had a scratch, the adhesive on the bending section cover had wear, the connecting tube had a scratch, due to clogging of the jet-tube in control unit, water could not be supplied. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.